Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter and connector, attached to another manufacturer's IV set was returned for evaluation. Visual evaluation of the catheter and connector showed no defects or damage. The catheter was functionally tested for occlusion per specification with passing results. The returned product was visually inspected and functionally tested per specification with passing results. The reported defect was not able to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical, internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility, midas event 23-9924 - high spinal during routine epidural   working with labor and delivery, clinical operations, and vendor for return and review of catheters by b braun.